Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Model number provided by consumer is 66878 00080. This is for a proclean soft replacement brush head. Model number for brush body is either 66878 00078 (spinbrush proclean toothbrush soft) or 66878 00079 (spinbrush proclean toothbrush medium).